Event description:
It was reported that the ext set .2 mf low sorb experienced leakage. The following information was provided by the initial reporter: material #: 10013902 batch/lot #: 20086309 rn, noticed n/s leaking form the distal site of the filter- close to where it was connected to nexiva.

Manufacturer narrative:
H6: investigation summary one used primary set and two used extension sets, model 10013902, were received by the customer for investigation. The sets were visually inspected and no defects were observed. The sets were functionally tested and fluid leaked out from the upper filter vent from one of the extension sets. The customer's complaint of leaking from the distal site of the filter was verified. A device history record review for model 10013902 lot number 20086309 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The sample was sent to the filter supplier. Probable identified cause for vent leakage is clog/oversaturation of filter and time of use from which the fluid flow was restricted. Fluid then seeks path of least resistance through filter vent. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ext set .2 mf low sorb experienced leakage. The following information was provided by the initial reporter: material #: 10013902. Batch/lot #: 20086309. Rn, noticed n/s leaking form the distal site of the filter- close to where it was connected to nexiva.